Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter alleged the up arrow, down arrow, and ok buttons were under responsive. There was no indication that the product caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Follow-up #1: date of submission (B)(6) 2017 device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2017 with the following findings: during investigation, the keypad buttons were responsive to user input. The keypad was removed to find no damage to the button contacts or keypad flex cable. The pump was opened to find no damage to the keypad connector or keypad flex cable. The keypad connector latch was secure. Unrelated to the original complaint, the battery compartment was cracked near the top left corner of the grip pad.